Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is having calibration issues. The customer's blood glucose reading was 400 mg/dl to 500 mg/dl. Troubleshooting explained that when blood glucose is so high, the insulin pump will not ask to calibrate and explained how to calibrate manually. The customer declined to troubleshoot for high blood glucose.